Event description:
A customer reported that the indicated battery charge on their pump dropped significantly in a short period, although there was no unexpected shutdown. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support arranged to replace the pump, and the customer will use a multiple daily injection (mdi) as a backup therapy to ensure insulin delivery. The customer was instructed to put the pump into storage mode and return it using a pre-paid label within 10 days.